Event description:
Boston scientific received information that this patient was having an elective replacement of a biotronik system. Prior to the procedure, shock impedance measurements were 40 ohms. However, when this boston scientific replacement device was connected to the chronic lead, shock impedance was greater than 200 ohms. Connections were checked three times, without any impedance changes in all lead configurations. A boston scientific technical services consultant discussed troubleshooting for electromagnetic interference (emi) and explained that new devices test shock impedances very differently. The caller was inquiring about a header issue and if they should keep this device implanted. The consultant said they should verify emi sources first. The call was lost and no further details could be obtained. No adverse patient effects were reported.

Manufacturer narrative:
Multiple efforts were unsuccessful to obtain additional details regarding this product issue. No other adverse events have been reported. This product issue will be updated if additional information is received.